Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, it was determined that the phenomenon, ¿water leaks from the output connector¿, occurred due to pump failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation found the connector, chassis, sheet metal, front panel, socket and base plate had corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, the evis exera iii xenon light source was defective. There was no reported patient harm or impact due to this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: water leaked from the output connector socket; due to damage on the pump.